Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
Per the cartridge user guide, ¿replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.¿ h3 other text : device not returned.